Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/11/2023, it was reported by a sales representative via sems-06055201 that an ar-9676 angled reamer had pitting, resulting in it binding with the ar-9597-20 angled reamer sleeve. This was discovered during cleaning after a case. There was no patient effect reported.

Manufacturer narrative:
Additional information. Complaint is confirmed. Visual evaluation revealed that ar-9676 noted nicks on the edges of the distal tip of the shaft and heavy circular abrasion marks around the outside diameter of the shaft. Functional testing with the mating part ar-9597-20 returned reveals that the devices got stuck due to the damage around both devices and did not work as required. The most likely root cause of the failure is use error due to interference with the mating instrument.